Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, deformation and crystalline in the gel. Weight measurement identified device weight to the specification. A microscopic analysis was performed which identified no other observation. Based on the device analysis, the final assessment is the unit is not ruptured. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional also reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.